Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
New information received notes that the patient was seen in hospital and it was found that the telemetry loss was due to lockout. The implantable cardioverter defibrillator bluetooth telemetry was restored. No patient consequences reported.